Event description:
It was reported that the battery failed several times in the charger. No adverse event reported.

Manufacturer narrative:
Reported complaint of "battery failed several times in the charger" could not be verified because the battery was not returned for eval. A supplemental report will be filed if the battery is returned. No adverse event reported.